Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of an unspecified aortic valve nausea and hypotension presented. The systolic blood pressure was as low as 76 millimeters of mercury (mm hg). Intravenous medication (IV) was provided to address the nausea which provided relief. IV medication, albumin, was provided for the hypotension. The nausea and hypotension resolved the day following the valve implant. The sbp increased to the 150 mmhg range. The physician indicated the nausea and hypotension were possibly procedural related.

Manufacturer narrative:
Continuation of d10: product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system}; implant date {na}; explant date {na} product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system}; implant date {na}; explant date {na} updated data: d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of an unspecified aortic valve nausea and hypotension presented. The systolic blood pressure was as low as 76  millimeters of mercury (mm hg). Intravenous medication (IV) was provided to address the nausea which provided relief. IV medication, albumin, was provided for the hypotension. The nausea and hypotension resolved the day following the valve implant. The sbp increased to the 150 mmhg range. The physician indicated the nausea and hypotension were possibly procedural related.

Event description:
It was reported that following the implant of an unspecified aortic valve nausea and hypotension presented. The systolic blood pressure was as low as 76 millimeters of mercury (mm hg). Intravenous medication (IV) was provided to address the nausea which provided relief. IV medication, albumin, was provided for the hypotension. The nausea and hypotension resolved the day following the valve implant. The sbp increased to the 150 mmhg range. The physician indicated the nausea and hypotension were possibly procedural related.

Manufacturer narrative:
Updated data: h6. Codes were added. Conclusion: the suspect device remained in the patient at the time this investigation was completed; therefore, analysis of the product cannot be performed. As the event reported an adverse event in a procedure involving a medtronic device an investigation was required. There was no information to indicate the event is potentially related to a manufacturing issue; therefore, no review of the device history record was required. The device instructions for (IFU) lists hypotension as a potential risk associated with the treatment procedures. There is no identified inadequacy with the device IFU in relation to this event. Hypotension is a known potential adverse effect per the IFU. It is an effect highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, a conclusive cause could not be determined from the limited information available. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. The reported event is unconfirmed. This event will continue to be monitored and trended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.